Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary #(B)(4). The full lead was returned and analyzed. The lead insulation was breach (extrinsic) inner insulation stylet/guidewire. The lead insulation observed outer insulation with blood ingression. Visual analysis noted there was damaged at implant. Attempted to use returned guidewire to perform test but guidewire is too bent; test failed. Fresh cougar xt .014 inch and test passed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead was observed with insulation damage when back loading the lead over the guide wire. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as the result of this event.